Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the right common femoral artery. During advancement the 6.0x60mm supera self-expanding stent (sess) met resistance with the sheath. The sess was unable to be deployed and was removed. It was also noted during removal the sess met resistance with the sheath. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that during advancement the device was not coaxially aligned, such that as the device was being advanced it interacted with the sheath/guiding catheter causing resistance thus resulting in the reported difficult to advance and the reported difficult to remove; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficult to advance and the reported difficult to remove cannot be determined. The reported activation failure appears to be related to circumstances of the procedure as the decision was made to remove the stent system undeployed. There is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device available for eval has been updated to "no". Reason device not evaluated by mfg has been update.